Manufacturer narrative:
(B)(4). Upon follow-up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010, it was stated there was no patient injury or medical intervention associated with the incident. The patient had continued therapy on the cycler with no further issues and was aware of the proper procedures. This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. Based on the information obtained during baxter's investigation, this incident was determined to be related to the patient not properly disconnecting the patient line from the transfer set during therapy. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted baxter's (B)(4) to report a system error 2240 (indicating air in the set) on the homechoice machine during dwell. The home patient (hp) stated he was disconnected during the dwell and then was re-connected. The hp stated the line was filled with air. The patient was advised to either restart the setup with all new supplies or use manual supplies to complete therapy for the night. The patient was advised to call the registered nurse in the morning. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.